Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that right atrial lead exhibited an intermittent undersensing which was observed in the electrogram. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.